Event description:
Description given by the customer: during an open heart surgery in 2009, we used this arterial pressure monitoring set to record radial artery pressure. We experienced slight problem with hypotension, which was treated with phenylefrin and norepinefrin. The surgeon had the impression that the arterial pressure was substantially higher in the aortic root than shown on the monitor. We tried to monitor the intra-aortic pressure directly with an extra arterial line, using the same transducer and it showed equally low pressure there. Eventually, we shifted to a completely new arterial set (new transducer), which revealed a much higher pressure recording (plus 60mmhg approx.) Than the earlier transducer in both positions. We then continued monitoring using the new transducer. We enclose the defective transducer for your evaluation..

Manufacturer narrative:
Evaluation results: customer report was not confirmed. Received (1) single dpt without any attached component. Dpt zeroed and sensed pressure accurately. Pressure readings were also stable during testing. Pressure did not show any drift during testing for 8 hours (initial pressure = 156 mmhg, final pressure = 156 mmhg). Electrical testing showed that both input impedance (2472 ohms) and output impedance (302 ohms) met specifications. No visible defect was found at dpt cable connector (cavity #2).